Manufacturer narrative:
Additional information: date of event: the exact date of event is unknown, date of (B)(6) 2015 was provided as a best consideration as the date of event. (B)(4). A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: the date of event at the time of this report is unknown. (B)(6). Information was provided by the manufacturer. The field service specialist (fss) visited customer site and inspected the unit. Fss performed the preventive maintenance (pm) on the unit and few filters and o-ring were replaced on the unit as part of pm. While on site, the fss noted errors 2011 and 2012 in the error log; therefore, fss replaced the advantech printed circuit board (pcb) and hard drive. While fss was testing the machine there was error 2012, after successfully passing the self-tests, 58 seconds after switch-on, so fss replaced the pc104 connector and the instrument manager was replaced twice on the unit, which resolved the error issues. Fss also completed the field service checklist, which the system passed and it was found to meet abbott medical optics specifications. The system was monitored until (B)(6) 2015, which the unit was found functioning properly. All pertinent information available to abbott medical optics has been submitted.

Event description:
Errors 2011 (error getting version strings from instrument host) and 2012 (instrument host timeout error) were reported on the whitestar signature system. There was no patient involvement reported and patient treatments were not delayed or cancelled.